Event description:
The pt had 2 lead (from the same lot) implanted as part of his scs system trial system. The pt underwent a procedure for a trial scs system on (B)(6) 2013. It was reported during the procedure, several csf leaks occurred and the pt experienced motor stimulation. The leads were removed and the procedure was abandoned. The pt was asymptomatic post operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.